Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer was treated for the low blood glucose with glucose tablets. Customer¿s blood glucose level was 84 mg/dl at the time of the call. The customer declined to troubleshoot for the insulin pump. The customer stated her healthcare professional is currently working with her at the moment. The customer was neither in emergency room, nor admitted into the hospital, nor was ems dispatched as a result of the customer's low blood glucose level. The product was not replaced. The product was not returned for analysis.